Manufacturer narrative:
Corrected data. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, when the surgeon needed a permanent fixation for the mesh, some tacks were able to be fired normally, penetrate and hold correctly onto the tissue. The patient had incurred a temporary injury and a hemostasis had been made. They opened a new product to complete the case.